Event description:
It was reported the patient's ipg was repositioned on (B)(6) 2012 due to discomfort. The patient is doing well at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.